Manufacturer narrative:
Since no serial number was provided for the subject device, no further investigation can be performed. It is unknown whether the patient has sensitive skin or a history of reaction to adhesive. Irhythm was unable to follow up with the patient as no contact information was provided; therefore, no additional information is available. However, skin irritation is a known inherent risk of the device. The device manual warnings section read as follows: do not use the zio xt patch on patients with known allergic reaction to adhesives or hydrogels or with a family history of adhesive skin allergies. Patient may experience skin irritation. If skin irritation such as severe redness, itching or allergic symptoms develop, remove the zio xt patch from the patient¿s chest. This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
On december 5, 2024, irhythm became aware of a medwatch report (mw5162602), which stated that a patient exhibited signs of skin irritation allegedly caused by the zio xt. According to the report the patient experienced blistering, itching, bleeding, burning, as well as broken and peeling skin. In addition, there was redness and scarring. The patient received treatment, however the details of the treatment are unknown. No further details were provided.

Manufacturer narrative:
This MDR is being submitted to add sections a2, a3, h4 and correct sections d1, d2, d4, d9, g4 with new information received. Sections h6 and h11 have also been updated with additional information. A review of the complaint revealed that the patient wore the zio monitor for 13 of the 14 days prescribed. The patient does not have known history of sensitive skin or reactions to medical adhesive. The patient reported receiving treatment however, the details of the treatment are unknown. No further information was provided. Skin irritation is a known inherent risk of the device. The device manual warnings section read as follows: do not use the zio monitor on patients with known allergic reaction to adhesives or hydrogels or with family history of adhesive skin allergies. If allergic symptoms, severe skin irritation, or signs of skin infection develop, remove the device from the patient¿s chest and discontinue wear. Reaction to adhesives may include severe redness and itching, hives, and blisters. Contact your healthcare provider and customer care to report the reaction. This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.